Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a regular follow-up externalized conductors were noted on the right ventricular lead. The lead exhibited no electrical anomalies. The lead remains implanted and will be replaced when the device reaches eri. The patient was in stable condition following the event.